Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Fluoroscopy revealed the lead had dislodged and was in the atrium. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.